Event description:
Additional information received reported the cause of the arm pain after implant was because the health care provider (hcp) did not perform a cat scan prior to implant. They did not see the bone spurs and calcium deposits which was putting pressure on the spinal cord and that is what caused the issue immediately following surgery. The patient¿s arm was in pain and unusable so, as previously reported, the device was explanted. The hcp removed the leads but left the battery with the intention of re-implanting leads at a later date. The patient asked if they needed to charge the device since it was not being used but it was discussed with them that it was a non-rechargeable device so I did not need to be charged.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported that the patient had the system implanted the day prior and was experiencing contact sensitivity to air and any kind of touch after that on their right arm post-operative. The healthcare provider (hcp) thought they may have hit some nerve roots and irritation from the lead. The pain was on the left arm. The normal pain was on their right arm. The hcp decided to take the device out the day of the report. The hcp was uncertain of how the patient was doing at that point. The cervical lay placed the lead was removed. The implantable neurostimulator (ins) was still present. The patient¿s symptoms were better according to the hcp. The manufacturer representative (rep) had not spoken to the patient.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a patient via manufacturer representative. It was reported that the patient no longer had two pain stimulators as one of the devices caused them problems. The patient reported that their physician paralyzed their arms as well. It was noted that the implantable neurostimulator (ins) was explanted on (B)(6) 2016. Additional information provided by the healthcare provider (hcp) reported that the patient¿s previous revision resulted in nerve damage and ultimately, the leads were taken out of the neck while the wires were left in the body with the ins. It was reported that the ins was not connected to anything and hadn¿t worked. The patient proceeded with the explant due to persistent pain.